Manufacturer narrative:
Unit received with blank display due to missing battery cap contact. Unit was tested with test battery cap. Unit received with operating currents within specification. Unit passed self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Unit received with cracked case on the back at the battery tube area. Unit received with cracked keypad overlay at select button. Unit received with minor scratched display window, case and keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump had a blank display. The customer¿s mother reported the blood glucose level was 465 mg/dl at the time of the incident. The customer's mother reported that they treated the high blood glucose with a manual injection. The customer's mother did troubleshoot and the display did not return. The insulin pump will be returned for analysis.